Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, visual observation noted that the damage to the device header was too substantial to conduct detailed analysis.

Event description:
Boston scientific received information that during routine replacement of this cardiac resynchronization therapy defibrillator (crt-d), the set screws were stuck and unable to be loosened to remove the right atrial (ra) and right ventricular (rv) leads from the header. It was suspected that the set screws were stripped due to over tightening at implant. The leads were able to be removed from the header after a surgical drill was used to drill out the set screws and the header was cut off of the device with a bone cutter. Damage was observed in the insulation at the terminal end of both leads due to the removal from the header. A new device and leads were implanted. No adverse patient effects were reported.